Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed various m-02 errors in the system logs and replaced the integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The iesu was analyzed and tested in normal mode with an in-house system. Failure analysis investigations confirmed and reproduced error code m-02-3.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer called intuitive surgical, inc. (Isi) technical support engineer (tse) and stated that there was an m-02 error. The site could not get the integrated electrosurgical generator unit (iesu) to work and used a third-party external covidien generator for the case. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system was inspected prior to the beginning of the case and no damage was observed. The surgery was completed robotically with the external generator, and there was no patient injury.